Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2015 and suture was used. During the procedure, the needle broke. The needle was lost and the patient had to be taken back to the or to ensure the needle was not left behind. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative sample was returned for evaluation. No investigation was performed on the representative sample as needle and suture were in attached condition. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: retained samples were retrieved for evaluation. The samples were visually and functionally inspected and they met the requirements.